Manufacturer narrative:
Based on our investigation, we can conclude that the trajectory of the returned guide aligns with the doctor's approved final plan. Additionally, all production processes were found to have been properly followed. The trajectory deviation may have occurred due to the drill slipping once it reached native bone, or may have been caused by other complex clinical aspects outside the scope of this investigation.

Event description:
After using the guide to place the implant, the doctor performed a bone graft near the platform due to a lack of bone. After completing surgery, she took a CT scan and observed that the implant apex was completely out of bone. She plans on removing the implant at a later date, and will place a new implant once the patient heals.